Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false pause episodes due to undersensing. There were no consequences to the patient. No further information was available.

Event description:
New information states that the issue hasn¿t been resolved. The device is being monitored remotely.